Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-19261. It was reported that during lead revision procedure for lead migration (related manufacturer report number: 1627487-2021-19257 and 1627487-2021-19258) one of the leads were damaged. As result, the lead was explanted and replaced resolving the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.